Manufacturer narrative:
Visual inspection of the handpiece found the nose cone dented and the nose cone and transducer horn gouged. The wires were twisted inside the cable jacket and the cable was deformed at the lemo connector strain relief. A functional test was performed using a stellaris system. The handpiece tuned, primed, irrigated and aspirated, as it should. In addition, the handpiece was ran at 100% power for 1 full minute. The handpiece did not become hot to the touch. This handpiece performed as intended. The device history records were reviewed and no exceptions were found.

Manufacturer narrative:
The handpiece has been requested for evaluation however it has not yet been received. The device history records were reviewed and no exceptions were found.

Event description:
The surgeon reported a burn on the corneal incision occurred during a cataract surgery requiring a stitch (mono-filament 10/0). During the first and second follow up visit the leakage was persistent and required three more stitches. On the last follow up visit ((B)(6)) the leakage had stopped. The patient will be seen again after one month to remove the stitches. The stitches are very tight and are causing 9 diopters of astigmatism.